Manufacturer narrative:
Unknown; no information has been provided to date. D4 catalog and serial number, h4 unknown as no serial number has been provided no product was returned. The investigation determined the most probable cause to be the main board not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted., corrected data: h6: health effects, d1, d3, d4 model number.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer was having issues with their pumps. The devices were giving a "fail safe error" as soon as they power them on, and they cannot go anywhere on the device with this error. They also have referred to this issue as "watchdog". They also encountered issues that had something to do with software and they were requesting to get access to the new software to help fix the issue.